Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Event description:
Revision of an ascend flex/ reversed for a problem on the glenoid side, on (B)(6) 2021. Patient started to be painful in (B)(6) 2020 (i.e. Roughly 6 years after initial surgery in nov 2014). Loss of rom was also noted. The x-rays showed 3 broken peripheral screws.